Manufacturer narrative:
Additional information received: generator which has been used and power level? Did not received the answer for this but pictures is send which is attached. Lot number of the involved instrument? Pic attached. Has any patient been injured? No. Have all the broken parts been retrieved from patient¿s mouth? Yes. Has any further medical or surgical treatment been necessary after the event? No. How many times has the instrument been used before the event happened? Once. This is a follow up report for this additional information. Investigation results summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused insert is available for evaluation. Nothing unusual to report was found during DHR review (batch #1817042). Information provided regarding technique is not detailed enough (type and brand of scaler cannot be determined based on the sent picture, actual power setting is unknown), we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code ; 4580. Health effect - impact code ; 4648. The correct codes for this complaint are: health effect - clinical code : 4582. Health effect - impact code ; 2199. This is a follow up report to correct this code.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip satelec insert 5 broke during use. The outcome of the event is unknown as of this MDR. Further information requested.